Manufacturer narrative:
Block b3: exact date unknown, based off bsc aware date.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced discomfort and shocking sensations, and it was discovered that the lead had impedances readings that were out of range. Therefore, the patient turned off the stimulation and underwent a revision procedure during which the lead was explanted. The explanted lead will not be returned as it was retained by the medical facility. The patient has fully recovered postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, based off bsc aware date the device was not returned for analysis as it was retained by the medical facility. As such, physical analysis was unable to be performed. However, it was confirmed these devices met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A review of the instructions for use (IFU) confirmed that undesirable sensations such as tingling, pain, and discomfort are known risks with use of dbs. Additionally, the product labeling review that was conducted determined that lead breakage, loose connections and electrical issues can result in a loss of adequate stimulation and are also known risks of dbs, as documented in the IFU. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced discomfort and shocking sensations, and it was discovered that the lead had impedances readings that were out of range. Therefore, the patient turned off the stimulation and underwent a revision procedure during which the lead was explanted. The explanted lead will not be returned as it was retained by the medical facility. The patient has fully recovered postoperatively.